Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
In 2008, the patient had intermittent sharp stabbing pain in lower back. The patient was diagnosed with degenerative disc disease and a slipped disc. The patient underwent following procedure: l5-s 1 fusion and placement of two facet screws.the patient was implanted with rhbmp-2/acs. Post-op, with in six months the patient began experiencing pain in her back again worsen than the pain experienced prior to the surgery. On (B)(6) 2009, the patient complained of increased pain which radiate into hips and upper legs.